Event description:
Reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 75-90% restenosed lesion being treated was located in the slightly calcified, moderately tortuous right coronary artery. The physician advanced the stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the catheter shaft had kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's current status is stable. Returned product analysis revealed shaft fracture.

Manufacturer narrative:
(B)(4). Device is combination product. A visual and microscopic examination identified that the hypotube had broken 19.5cm from the catheter strain relief. Examination also identified severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the tip, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).